Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient had poor hygiene. The peritonitis was manifested by abdominal pain, fever, and diarrhea. On the same day as onset, the patient was hospitalized for the event. During hospitalization, the patient was treated with intraperitoneal vancomycin (dose, frequency, and duration not reported) and intraperitoneal rocephin (dose, frequency, and duration not reported) for the peritonitis. Five days after being admitted, the patient was discharged from the hospital. Upon discharge, the patient continued treatment with intraperitoneal vancomycin (one gram daily for seven days). The patient was reported to have recovered from the peritonitis. It was not reported if the patient was retrained on aseptic technique. Dianeal therapy was ongoing. No additional information is available.